Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient fell thursday (B)(6) 2021 and thinks something may be loose. Patient stated they have had the final implant done and isn't sure why it isn't working anymore. Patient was transferred to pats as patient has questions also regarding how to work their device. Patient said the device is not taking care of the problem. Patient said they are not getting much relief from their symptoms and are having to wear pads again. Agent did not ask about the circumstances that led to the reported issue. Reviewed how to increase stim. Patient was able to increase stim to a comfortable level.